Event description:
Complication during lariat procedure. Resistance was encountered when the loop of the lariat device was attempted to be retracted. The loop was partially closed and reopened, it was rotated clockwise and counter clockwise and advancement of the pericardial cannula was attempted to no avail. Pt became hypotensive and tachycardic. Tee showed a pericardial effusion and a pericardial drain was inserted. A large volume of fresh hemopericardium was aspirated and auto-transfused into the left femoral vein introducer sheath. Pt taken emergently to cardiovascular surgery. Exploration of the chest attempted with repair of atrial appendage, pt expired.